Event description:
A copy of the death certificate was received indicating the cod as drowning due to difluoroethane intoxication. The patient had sniffed canned air, passed out, fell into a bathtub and drowned.

Event description:
It was reported that the patient's treating neurologist did not believe there was any relationship between the patient's death and vns. The vns system was not explanted. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. No additional relevant information has been received to date.